Event description:
It was reported that dosing had been slowing and could have been due to partial blockage or micro tears. The catheter was ten years old and, per the physician¿s suggestion, was replaced on (B)(6) 2014. The patient outcome was resolved without sequelae on the same day. The device system was used to deliver baclofen. It was later reported that there had been slow dosing at refills.

Manufacturer narrative:
Product ID: 8709, lot# j11310r03, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information reported there were no signs or symptoms. The pump was delivering lioresal.